Manufacturer narrative:
Correction made to h3: product analysis as found condition: the concerto implant coil was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened concerto outer carton, within a concerto inner pouch, within a dispenser coil, and within an introducer sheath. Damage location details: the concerto had the sheath applied correctly with the wavelock facing towards the proximal end of the pushwire. The introducer sheath was found to be in good condition. The actuator interface was found to be loose, with the release wire pulled (implant coil not returned). The break indicator was found to be intact. The pushwire was found to be bent at ~6.8cm from the proximal end. The pushwire was also found to be bent within the introducer sheath at ~6.3cm from the distal end. The concerto implant coil was not returned. Additionally, the implant coil's polypropylene filament was found to be detached with the implant coil. The concerto implant coil was able to advance outside of the introducer sheath without any issues. No other anomalies were observed. Testing analysis: the concerto implant coil could not be used for resistance testing with an in-house catheter due to its damaged co ndition. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿no device malfunction reported¿ could not be confirmed, and the root cause could not be determined. The concerto coil implant coil was returned damaged, with the pushwire bent. Advancing the implant coil against resistance may lead to possible damage; therefore, it is possible that the damage occurred during preparation. This cannot be confirmed. The actuator interface was found loose, with the release wire pulled. This could have been caused by advancing the coil against resistance. This was unable to be determined. The report states that ¿under the supervision of the medtronic representative, one coil was taken out and handled. They had been asked to process it as a sample.¿. It could be possible that the returned device was the sample device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that since the physician was using the coil for the first time, they requested to see it during the procedure. Under the supervision of the medtronic representative, one coil was taken out and handled. They had been asked to process it as a sample. Additional information was received stating that it was unknown if any issue occurred with the concerto coil. Procedure completion and cause of event were also unknown. The information is confirmed by the physician. Additional information was received confirming that there was no device issue with the concerto coil.

Manufacturer narrative:
H3: product analysis as found condition: the concerto implant coil was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened concerto outer carton, within a concerto inner pouch, within a dispenser coil, and within an introducer sheath. Damage location details: the concerto had the sheath applied correctly with the wavelock facing towards the proximal end of the pushwire. The introducer sheath was found to be in good condition. The actuator interface was found to be loose, with the release wire pulled (implant coil not returned). The break indicator was found to be intact. The pushwire was found to be bent at ~6.8cm from the proximal end. The pushwire was also found to be bent within the introducer sheath at ~6.3cm from the distal end. The concerto implant coil was not returned. Additionally, the implant coil's polypropylene filament was found to be detached from the implant coil. The concerto implant coil was able to advance outside of the introducer sheath without any issues. No other anomalies were observed. Testing analysis: the concerto implant coil could not be used for resistance testing with an in-house catheter due to its damaged co ndition. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿no device malfunction reported¿ could not be confirmed, and the root cause could not be determined. The concerto coil implant coil was returned damaged, with the pushwire bent. Advancing the implant coil against resistance may lead to possible damage; therefore, it is possible that the damage occurred during preparation. This cannot be confirmed. The actuator interface was found loose, with the release wire pulled. This could have been caused by advancing the coil against resistance. This was unable to be determined. The report states that ¿under the supervision of the medtronic representative, one coil was taken out and handled. They had been asked to process it as a sample.¿. It could be possible that the returned device was the sample device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.